Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl. Customer declined high blood glucose troubleshooting as they indicated that they know the reason for the high and ran out of insulin. At the end of the call the customer's blood glucose was 145 mg/dl.